Event description:
The reporter called and alleged a discrepant result on the device when compared to the lab. The reporter device to lab inr was 8.0/4.0. The patient was not treated. The device was replaced and requested to be returned for evaluation.